Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus loaner asset that was returned for an abnormality with the image. There was no report of user or patient harm associated with this event. During incoming inspection, image issues were noted. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During inspection and testing, it was determined the image was grainy due to damage to the imaging unit. In addition, there were scratches on curved rubber. The curved rubber adhesive was missing. The video connector was cracked and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.